Manufacturer narrative:
This event was determined to be a supplemental information to manufacturer report number 2916596-2024-00944. Investigation findings will be reported under manufacturer report number 2916596-2024-00944.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an infection in the driveline tract. The patient had an incision and drainage in the operating room on (B)(6) 2024.